Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. Review for the day of treatment shows during the side cut of the reported treatment a warning message appeared and the system aborted the treatment. The warning message was shown because the suction value for suction two was oscillating at the lower limit. The user did not restart the aborted treatment. The reported suction break is most possibly caused by the movement of the patient´s eye which caused the system exceeds the lower warning limit and aborted the treatment. No technical failure can be identified by reviewing the logfile. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported a suction break at 97 percent of treatment of the left eye during lasik flap creation. Exicimer treatment was completed successfully. Additional information has been requested. There are two related reports for this patient. This report addresses the patient's left eye and another manufacturer report will be filed for the fellow eye.